Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: a1, a2, a3, d6a, and h11. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, model (B)(6), +24.0d) was explanted due to blurry vision following exposure to ultraviolet (uv) light from tanning bed use. The patient did not complete light treatments. A replacement lal was subsequently implanted.